Event description:
During the procedure, the deltamaxx sr platinum (dmx18031220/ dmx18031220) sheath separated, but the device never entered the patient's body. Then, the deltamaxx sr platinum (dmx18144520/lot unk) wouldn't detach even after prior green light testing (pre-deployment testing), and multiple repositioning. The cable was changed out, but still no detachment. Upon removal from the aneurysm some resistance occurred, and the coil stretched and prematurely detached. The delivery wire was tested post removal, and the light tested green. The same cable was not used with any other device, but the (ecb) detachment box was used with the next device. A constant and dedicated saline source was used with the devices. There was no patient death or serious injury reported and patient's present condition is listed as "fine". No additional medical intervention or medication was needed. It is unknown what size/type of microcatheter was used. The p2 artery had an aneurysm that measure 16mm diameter, but the vessel tortuousity was unknown. There was no patient injury reported, and the only the dmx18031220 will be return for analysis.

Manufacturer narrative:
The device was not return for analysis, and the lot number was not provided. Therefore, no DHR could be conducted. Without the return of the involved device and based on the available information no conclusion can be made regarding the root cause of the reported failures. Therefore, no corrective actions will be taken at this time.